Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the patient orders were not crossing over to the epic. A technical support specialist found that the cce experienced a message processing failure from 10:08 am to 12:38 pm. The cce's configuration reveals that the database is set up as a remote connection to a host server, rather than being local to the es interface (cce). Due to restrictions related to privilege rights, the technical support specialist could not access the sql logs. It was advised that the customer reach out to the it help desk for additional troubleshooting, and the issue was subsequently resolved. The serial number, UDI, and manufacturing date details were kept blank since the given asset information was found to be es server. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system encountered an issue where the patients profiles were not crossing over to the epic, thereby preventing users from accessing the medications. The customer stated that the stations were in critical override mode and confirmed that there was no delay in patient care or harm to the patient. There were no adverse events or injuries reported based on this incident.